Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found. The returned full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the anomalies described in the event. There were no anomalies observed on the full lead. All electrical and visual analysis testing was within specified parameters. An in-vivo insulation breach or conductor fracture was not observed during analysis. The lead was returned with non-severe explant damage. The lead was returned with the helix severely stretched. Blood ingress was not observed. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Visual summary analysis of the lead indicated apparent explant damage. Rv capture threshold measures greater than 2.5v consistently since (B)(6) 2013. Rv pacing impedance 2014 ohms (B)(6) 2015. Rv pacing impedance rises slowly and steadily from 1615 to 1995 ohms between (B)(6) 2013 and (B)(6) 2015. (B)(4)

Event description:
It was reported that there was high threshold, high impedance and slow impedance increase on the right ventricular (rv) lead. It was noted there was low sensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.